Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was diagnosed with cloudy dialysate without specific diagnosis of peritonitis and began treatment with vancomycin (1 gram, as needed, intraperitoneally). On an unreported date, the patient was diagnosed with unclear inflammation constellation. Approximately one month after the cloudy dialysate, peritonitis was diagnosed and the patient was hospitalized. The peritonitis was reported to be caused by ¿peritoneal irritation due to allergic reaction¿. However, as this could not be confirmed and further clarification regarding the reported events was unable to be obtained, the cause has been assessed as unknown. On the same day, vancomycin was discontinued and treatment with meropenem (1 grams, once per day, intravenously) was initiated for unclear inflammation constellation. Approximately two weeks later, meropenem was discontinued. Three days later, the patient was discharged from the hospital and was recovering from the peritonitis event. Two days after discharge, extraneal therapy was discontinued. No additional information is available.